Event description:
Pt's infection manifested at about 2 months post implant. Pt was treated for the infection but the device was eventually explanted. Pt has a history of many infections and was referred to infectious disease control for management. Pt recovered fully from this infection and has waited 6 to 8 months post infection and has been successfully reimplanted with a new device.